Manufacturer narrative:
MFR received date: 01oct2019. Date of report: 01oct2019. Multiple unsuccessful attempts were made to obtain repair information; however, no information was provided. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
It was reported that the unit had a touchscreen failure and could not be calibrated. The device was in use at the time of the event; however, there was no patient harm.